Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the patient was unable to inflate the pump. A new inflatable penile prosthesis pump was implanted and readjusted. The device was successfully inflated with no issues. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient was unable to pump and there was no leaks when pump was explanted.